Event description:
As reported to coloplast, after the sleeve was pulled through the body, the sleeve detached causing the mesh to be exposed. Then the mesh broke next to the green cone. The sling remains implanted in patient. This break did not increase the surgery.